Event description:
It was reported that patient saw surgeon for painful hip.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Insufficient information was provided for medical review. The event could not be confirmed. The exact cause of the event could not be determined as no product specific failure mode was identified. Pain is a symptom rather than the cause of the issue the patient is experiencing. All provided medical records were reviewed by a consulting clinician who indicated that no conclusions can be made. Additional imaging results, consultation/progress notes, and information regarding the nature, duration, and location of the pain would be required for further review.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 542-11-54f, lot # 25998106, description: trident psl ha cluster 54mm. Cat # 2030-6525-1, lot # 30815106, description: 6.5 cancellous bone screw 25mm. Cat # 625-0t-32f, lot # 12911301, description: trident alumina insert. Cat # 17-32-3e, lot # 12673401, description: alumina c-taper head 32mm/-2.5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Device implanted.

Event description:
It was reported that patient saw surgeon for painful hip.